Event description:
On (B)(6) 2011, mother reported that insulin leaked from the cartridge and into the infusion device. Patient experienced elevated blood glucose of approximately 500 mg/dl. He had a stomach ache and felt agitated and shaky. Patient delivered boluses through the infusion device, but this did not decrease blood glucose. Target blood glucose is 120-130 mg/dl. No error messages were received on the infusion device. There was a dark spot on the bottom of the right side of the display. The dark spot covered the "h" in the u/h. The insulin leak was noticed when the accessories were changed due to hyperglycemia, and the cartridge was empty due to the insulin leak. There was no visible damage to the cartridge. The infusion site was not disconnected or dislodged. Infusion device was not dropped or cracked. Patient switched to his backup infusion device, and blood glucose was 570 mg/dl at the time of the report. Follow-up was completed with mother on (B)(6) 2011. Blood glucose returned to normal after using the backup infusion device. Infusion device, cartridge, and adapter were replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.